Event description:
Pt began feeling weak, presyncopal. EKG showed ventricular pacing with intermittent atrial pacing and no clear atrial capture. This syndrome indicated right ventricular lead fracture.